Manufacturer narrative:
Device evaluation anticipated, but not yet begun (02). No sample photo were received for this issue. Device history record (DHR) was reviewed and no issues were noted related to this complaint. The certificate of conformance (coc) was reviewed and the component was deemed conforming by the supplier. It was noted by the customer that the flow through the filter at the time of the incident was over 500 milliliters per minute. This flow is 30% greater than recommended 350 ml/min as stated in the instructions for use. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the leukocyte filter burst while the pulmonoplegia within 2 minutes of initiation. The device was replaced with a straight connector. The surgical procedure was completed successfully. There was no delay, and approximately 200 ml blood loss. No adverse consequences to the patient.